Event description:
Surgeon reported observing streaks or specks on the lens surface after insertion with the mport. Surgeon is reporting multiple cases. No specific pt info or mport lot numbers have been provided. When specific info for the products and/or pts is received, additional complaint and MDR reports will be submitted. Pt's visual acuity was not affected and no pt injuries. Due to similar complaint resultng in explantation, the co is reporting this as a malfunction MDR.